Event description:
It was reported that a pt underwent an unk surgical procedure on (B)(6) 2010 and a drain was placed. The drain was connected a 100ml reservoir. One day later, there was about 5mls of pt fluid in the reservoir. The doctor checked the drain and found that there were three cracks in the drain. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.